Event description:
Surgeon had difficulty reinforcing structure because patient bone quality was hard as stone due to radiation treatment. The surgeon was forced to make a montage with only 1 rod, 3 screws and 1 hook. The screw broke one month post-op.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of a xia 3 titanium polyaxial screw fracture was confirmed via sales rep correspondence and x-ray images. The device was not returned for evaluation. A previous investigation identified the cause of the event was likely material fatigue or instantaneous loading. According to the correspondence, it was also noted that the patient had high/hard bone quality, which could also have contributed to the event of the fracture. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
Surgeon had difficulty reinforcing structure because patient bone quality was hard as stone due to radiation treatment. The surgeon was forced to make a montage with only 1 rod, 3 screws and 1 hook. The screw broke one month post-op.